Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2316-50; serial number: (B)(4); batch/lot number: 2000019810; model/catalog description: infinion 16 lead kit 50 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during an ipg revision the patients lead was fractured. No further course of action would be taken at this time.